Event description:
It was reported that the blade tip broke off of the disposable. The piece was not found; however, after an x-ray was performed it was determined that it did not fall into the patient. This was during a myomectomy procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Manufacturer narrative:
(B)(4). Batch #m91c8d. The device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred the batch history records were reviewed with no anomalies noted during the manufacturing process.